Event description:
Information was received indicating that a smiths medical fluid warmer was not pressurizing above 100mmhg when using a 300ml blood bag. The same thing occurred when using a 1 l bag. Biomed tested the tower to the unit and it seemed to be pressurizing normally, so it is believed to be the pressure chambers causing the issue. There were no reported adverse events.